Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was observed. On (B)(6) 2017, the lead was capped and replaced due to lead fracture. The patient was fine before, during and after the procedure.